Event description:
It was reported that a clearlink continu-flo solution set had duo flow. The reporter stated that a nurse noticed both the primary and secondary line were infusing simultaneously. The reported expected therapy time of the secondary line was 2 hours; however, the infusion was complete after 3 hours. The secondary bag was filled with an unknown chemotherapy drug. During set up, the primary line was lower than the secondary line and both lines were primed, but the primary line backcheck valve was not inverted as a check. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.